Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60d cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparotomy procedure, although, the instrument loading with a white reload could be fired at the first stroke, the grasping force of the firing trigger was much higher than usual after the first stroke of the first firing. The target tissue of the duodenum was not clamped on the proximal part of the jaw. When the device was released, it was found that the deployed staples were unformed. Additional suture was performed by hand. After the operation, the sales rep checked the device and found that some b-formed staples were attached to the proximal part of the jaw.